Manufacturer narrative:
D10 concomitant products: b11stf, b11stf bladed 11mm std fix (lot#:j3j3034y), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p3f0222) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, the seal was damaged. The stapler could not be fired. To resolve the issue, a new trocar, handle and reload of the same type were used. There was no patient injury.